Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an allergic reaction to the bandage's adhesive. The patient developed blisters that were draining where the adhesive made contact with her skin. The area had red discoloration and was itchy. The physician examined the area but did not find any wound issues. The trial was ended ahead of schedule. Patient was prescribed oral antibiotics. Further information received indicated the issue has since resolved.